Event description:
It was reported that device was showing no disposable alarm. No patient injury was reported.

Manufacturer narrative:
Other, other text: customer reported that device was showing no disposable alarm. Tamper seals were all intact, loose upper back label. Customer problem was not duplicated. Performed visual inspection of the pump, and nda testing. Unable to determine what caused the problem. Replaced downstream sensor as a preventive measure.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy plus pump, the pump exhibited no disposable alarm. No patient involvement reported.

Event description:
It was reported that device was showing no disposable alarm. No patient injury was reported.

Manufacturer narrative:
Other, other text: customer reported that device was showing no disposable alarm. Tamper seals were all intact, loose upper back label. Customer problem was not duplicated. Performed visual inspection of the pump, and nda testing. Unable to determine what caused the problem. Replaced downstream sensor as a preventive measure.